Event description:
It was reported that patient underwent a right patellofemoral arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and instability. During the procedure, the patient was revised with total knee components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 5 states, "pain, discomfort, or abnormal sensations due to the presence of the prosthesis."